Event description:
Customer reported that the inner cannulas collapse near the top of the ic, underneath the blue ring. Customer reported they are too soft near the top. There was pt involvement because they were inserted into the trach, but there was no pt harm.

Manufacturer narrative:
The sample is expected to be returned.